Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.  Further information was requested but not received.

Event description:
During follow-up, oversensing was noted on the right ventricular lead. The device was reprogrammed and restored to resolve the issue. The patient was in stable condition.